Manufacturer narrative:
Additional information received that the event occurred during the flow rate test and the customer tested the pump on a fluke ida - 5 machine.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported problem was unable to be duplicated. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. There was no fault found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was under infusing by -7.1% and -6.5%. There were no reported adverse events.